Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the single leaflet device attachment/slda was caused by challenging imaging. The reported mitral regurgitation (mr) was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. There was difficulty visualizing the clip due to patient anatomy and imaging quality. The clip was deployed successfully; however, within thirty seconds, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr returned to 4. No additional clips were attempted because there was no room on the valve. The procedure was aborted. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.